Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity forceps was used during an endoscopic biopsy procedure performed on (B)(6) 2023. During the procedure, a wire was noticed at the base of the jaws when the nurse was retrieving the biopsy samples outside of the patient. The wire was pulled off the device with non-biopsy forceps. No fragments were reported, and nothing detached inside the patient. It is unknown where the wire came from and if it is a component of the device. At this point, the biopsy portion was already completed, and the procedure was completed successfully. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h2: the content in block d5 (operator of device) has been corrected. Block h6: imdrf device code a180104 captures the reportable event of foreign material present in the device. Block h10: the radial jaw 4 device was not returned; however, a piece of metal was returned for analysis. A media inspection of the photo provided by the customer also showed a piece of metal. With all the available information, boston scientific confirmed the reported clinical observations. The most probable root cause is likely a deficiency within the manufacturing process. An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity forceps was used during an endoscopic biopsy procedure performed on (B)(6) 2023. During the procedure, a wire was noticed at the base of the jaws when the nurse was retrieving the biopsy samples outside of the patient. The wire was pulled off the device with non-biopsy forceps. No fragments were reported, and nothing detached inside the patient. It is unknown where the wire came from and if it is a component of the device. At this point, the biopsy portion was already completed, and the procedure was completed successfully. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in the device.